Manufacturer narrative:
It was reported that there was concealed damage, discovered upon opening the shipping box, where items were contaminated with a liquid. The universal trays were set to the side. No patient or staff involvement. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
There was concealed damage, discovered upon opening the shipping box, where items were contaminated with a liquid.